Event description:
The device is not delivering correct amount of fluid and needs push button. There have been no incident reports filed since the last baxter service event.

Manufacturer narrative:
The customer reported inaccuracy was not duplicated or confirmed. The device met all specifications for accuracy.